Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01893. 3005168196-2019-01894.

Event description:
The patient was undergoing a coil embolization procedure in the collateral branch using pod packing coils (pod pc), ruby coils and, a lantern delivery microcatheter (lantern). During the procedure, the physician placed pod pcs in the target vessel using a lantern. While attempting to advance another pod pc, it unintentionally detached. Therefore, the physician used a snare device to capture the detached pod pc. However, the pod pc broke off upon being snared and, therefore, the physician advanced a larger non-penumbra catheter over the thread of the pod pc and the remaining coil was pulled into the catheter to ensure the coil did not migrate into unwanted vessel and, successfully removed the pod pc. Next, the physician advanced a ruby coil into the lantern; however, it became stuck and would not advance any further. Therefore, the ruby coil was removed. The procedure was completed using a non-penumbra managed ventricular pacing. There was no report of an adverse effect to the patient.